Event description:
It was reported that the patient had a surgical procedure to revise their ins device due to the inability to charge their device. There was no patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
UDI for concomitant product, tined lead: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported the patient had an ins revision on (B)(6) 2025, due to the inability to charge their device. There was no patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient had an ins revision on (B)(6) 2025 due to the inability to charge their device. There was no patient complications reported.